Manufacturer narrative:
The unit was received with operating currents within specification. Unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The device was unable to the perform excessive no delivery test due to the prime anomaly. The motor was tested outside of the device and passed. The following physical damage was noted: missing end cap sticker, cracked casing at the display window corners, cracked casing at the reservoir tube window corners, cracked battery tube threads, broken reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. However, there was more than one motor error alarm in the past thirty days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.